Manufacturer narrative:
The investigation for the reported battery charging issue has been completed. The product was returned, and the issue was confirmed. Data analysis: imc logs are consistent with complaint date. Ltpowerdata was reviewed at the time of occurrence according to imclogs however no data points measured meet the triggering criteria for the aic alarm. The high temperature battery alarm could not be reproduced even being simulated in burn-in room for long term testing (24 hours). Complaint cause is most likely due to pbm incorrectly reporting battery temperatures. This reading falsely reports the battery temps as something oor triggering the battery alarm. When the next sample is taken 10s later, the pbm reads a correct battery data sample. This can be seen in the logs when the battery temp high alarm is triggered, and exactly 10 second later the alarm clears. Per the results of the clinical review and investigation, the root cause was determined to be due to the pbm misreading battery data during a single sample. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, during transport, a ¿battery temperature high- switch to back-up aic¿ alarm noted which resolved upon plugging in the device. Once able, the aic was switched to another aic without incident. The survival outcome at explant noted the patient expired. There is not enough information to exclude the aic device as an associated factor in the patient's demise.